Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to deactivate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood was observed on the hot jaw. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip. The silicone insulation was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed, but the analyzed failure mode ¿material twisted/bent¿ was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to deactivate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.